Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. This event occurred 10 times the following information was provided by the initial reporter. The customer stated: "in some blood draws, the sleeve found in the inner part of the adaptor didn't recover. When the tube is removed to insert other, it stays bleeding from the patient. There was no damage to patient/health professional, and no medical intervention required. There was exposure to blood over the skin."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve recovery/ sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve recovery/ sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. This event occurred 10 times the following information was provided by the initial reporter. The customer stated: "in some blood draws, the sleeve found in the inner part of the adaptor didn't recover. When the tube is removed to insert other, it stays bleeding from the patient. There was no damage to patient/health professional, and no medical intervention required. There was exposure to blood over the skin."